Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, broken medication and wrap became jammed under the cubie, preventing it from snapping into place. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that debris and an entire medicine capsule had become wedged underneath a couple of cubes in the back row of one of the full-height drawers. This obstruction caused the qb to remain partially ejected or, at the very least, prevented it from making sufficient contact to correctly read the cubie. The field service engineer was able to remove the larger debris without significant difficulty. However, the affected drawers needed to be taken out to thoroughly clean and remove smaller particles that could otherwise shift within the drawer and cause further issues. Once the unit was completely cleaned, it was reassembled and verified as fully functional. Additionally, a general cleaning and inspection were performed on the unit. The pixie bus connection cable at the back of the auxiliary, which was tight on one side but slightly loose on the other, was also adjusted and securely tightened. The system functioned as intended after the field service engineer repaired the device.